Event description:
This patient had a colonoscopy and later that night developed fever. He declined to go to the emergency room. He took acetaminophen and his fever resolved.

Manufacturer narrative:
This is five of five reports from the same facility.